Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call ; unable to establish contact with the customer at this time. Unable to send product letter, no address on file.

Event description:
Consumer reported complaint for hi blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with test results from results obtained of hi. Daughter did not know the customer's expected blood glucose test result range. When informed what hi meant, daughter stated customer's blood glucose result morning of call was 63 mg/dl and that customer did not take her insulin at all that day. Daughter was not willing to review the meter memory. Daughter, who is a pharmacist, stated she was going to give customer insulin and then retest in a while. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification in the dining area. The test strip lot manufacturer's expiration date is 11/23/2019 and open vial date at time of call is two weeks.